Event description:
It was reported that clinicians have had device channel errors. Clinicians report an increase in the past six (6) months. They attempt to troubleshoot the issue prior to bringing to biomedical engineering. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.